Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer's pump froze and stopped working. Customer stated that the buttons were not responding and they cannot remove the battery because the battery cap is worn. Customer's blood glucose was 16 mmol/l. Customer treated with an insulin pen and stated that they also had a battery out limit alarm on the screen. Customer stated that all buttons are working except the light button. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot. The insulin pump was unable to verify keypad anomaly due to stripped battery cap coin slot. However, the insulin pump had corroded keypad traces noted during visual inspection. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.